Event description:
Customer reported that the t:slim x2 pump battery would not charge, despite following all recommended troubleshooting steps. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump and instructed the customer on returning the defective device, using multiple daily injections as a backup therapy in the interim. A replacement pump was sent to the customer with the updated software, and necessary training was made available.